Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient¿s therapy was not helping and the device was not working since implant on (B)(6) 2016. The patient was nauseous, was throwing up, and was still sick. Since implant the patient noticed no changes. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.